Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Upon visual inspection the shell shows scuffing around the outside lip with no further visible damage. The returned neutral liner shows damage to the scallops in the form of impaction below the scallop chamfer with no further visible damage to the liner. The hi-wall liner that was returned showed scuffing around the scallops with no visible damage to the outside radius. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item number 010000748, item name g7 neutral arcomxl lnr 40mm g, lot number 6448445, item number 010000826, item name g7 hi-wall arcomxl lnr 40mm g, lot number 6544576, item number: unknown, item name: unknown head, lot number: unknown, item number: unknown, item name: unknown stem, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03873, 0001825034 - 2019 - 03874.

Event description:
It was reported that during an initial hip arthroplasty multiple liners would not seat into the shell. The shell was removed and replaced. A different shell and liner were used to complete the case. A surgical delay of an hour occurred. No additional information is available.